Manufacturer narrative:
Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The analysis revealed a lead integrity alert was triggered. There were two patient alerts for lead failure predictor on (B)(4) 2011. Oversensing was also noted. On (B)(4) 2011 there were fourteen ventricular non sustained tachycardia episodes that were less than or equal to 210 ms. Also interference and noise were observed as there were 183 ventricular short interval counts. The initial reported event was received on (B)(4) 2011 of note; the reported malfunction of the 6949 is normally submitted via an exemption that would have been due on (B)(4) 2011. Information was subsequently received on (B)(4) 2011 and revealed the patient died four days after the report of the malfunction. As there is new information that reasonably suggests the device has or may have caused or contributed to a death this event no longer qualifies for the exemption reporting and is therefore being submitted as a 30-day report. Attempt(s) for additional information were unsuccessful. However, if requested additional information is subsequently received it would be process and considered accordingly. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the lead integrity alert triggered due to noise on the right ventricular lead. Information identified in the manufacture's data base indicated the patient died approximately four days after the reported event. A cause of death and circumstances surrounding the death have been requested and not received.

Manufacturer narrative:
The initial reported event was received on (B)(6) 2011 of note; the reported malfunction of the 6949 is normally submitted via an exemption that would have been due on (B)(6) 2011. Information was subsequently received on (B)(6) 2011 and revealed the patient died four days after the report of the malfunction. As there is new information that reasonably suggests the device has or may have caused or contributed to a death this event no longer qualifies for the exemption reporting and is therefore being submitted as a 30-day report. Attempt(s) for additional information were unsuccessful. However, if requested additional information is subsequently received it would be process and considered accordingly. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.